Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that, the colonovideoscope tested positive for 8 colony forming units (cfus)/ml of escherichia coli, 1.7 cfus/ml of enterococcus faecalis, and 100 cfus/ml of dermacoccus nishinomiyaensis. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
It was reported that the subject device was not used in a procedure while waiting for culture results, and after the positive culture the subject device was quarantined. The subject device was reprocessed one time before sampling and the sample was taken immediately after reprocessing.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide correction to the initial with information inadvertently left out (b5), to provide culture results, and to provide an update to fields (d8, h3, and h4). The device was evaluated by olympus, and bacteria was detected. Additionally, there were non-reportable (non-pae) defects noted. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: distal end. Cfu: not done. Bacterial identification: n/a. Sampling from: biopsy/suction channel. Cfu: 1cfu. Bacterial identification: micrococcus luteus. Sampling from: air/water channel. Cfu: 1cfu. Bacterial identification: psychrobacter pulmonis. Sampling from: auxiliary water channel. Cfu: 0cfu. Bacterial identification: n/a. Sampling date: (B)(6) 2024. Sampling from: distal end. Cfu: not done. Bacterial identification: n/a. Sampling from: biopsy/suction channel. Cfu: not done. Bacterial identification: n/a. Sampling from: air/water channel. Cfu: 0cfu. Bacterial identification: n/a. Sampling from: auxiliary water channel. Cfu: 0cfu. Bacterial identification: n/a. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reviewed information on the reprocessing method provided by the user did not indicate obvious deviation from the instruction manual. Therefore, olympus was not able to judge the relationship between the subject device and the event from the following investigation results and a specific root cause of the reported event could not be specified. The event can be prevented by following the instructions for use which state: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.